Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set tubing cut hours after applied on to the body. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.